Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. A review of the device logs confirmed the reported system fault error message (sf 74). The investigation determined that the reported system fault error message (sf 74) was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation found a single occurrence of system fault 74 and in-house testing could not reproduce the device fault. The device functioned within specifications and there was no fault found with the returned unit. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.